Manufacturer narrative:
Date of report: 30jun2021

Event description:
The customer reported that a ventilator became inoperable during clinical use following an exhalation autozero failure (error code 4005). The device was in clinical use on a patient at the time of the event. Following the malfunction, the patient was transferred to another working ventilator. There was no patient or user harm reported as a result of this malfunction. The device was evaluated by the customer and a philips remote service engineer (rse). The customer confirmed the reported issue. The rse walked the customer through troubleshooting instructions found on the service manual. Additionally, the rse provided the customer with the part identification numbers for the parts that would be required associated with the 4005 exhalation autozero failure error code. Lastly, the customer was informed by the rse that the esprit ventilator repairs were no longer supported by philips. The customer and his facility have since decided to retire the ventilator. No other anomalies were reported.